Event description:
The customer obtained an initial elevated atellica im creatine kinase mb (ckmb) result on a serum sample which did not fit with the clinical picture of the patient. The initial result was not reported to the physician and was retested on the same day. The retest results were lower and considered correct and reported to the physician. There are no allegations of patient or user intervention or adverse health consequences due to the event.

Manufacturer narrative:
This incident occurred outside the united states (ous). The ous customer reported an observation of an initial discordant (elevated) atellica im creatine kinase mb (ckmb) result on a serum sample which did not fit with the clinical picture of the patient. The elevated initial result was not reported to the physician and was retested on the same day. The retest results were lower and considered correct and reported to the physician. There are no allegations of patient or user intervention or adverse health consequences due to the event. Quality control (qc) was within acceptable ranges. There were no issues with other assays on the analyzer. There were no error messages on the analyzer at the time of testing. A precision study was performed on the analyzer with a known negative sample and no issues were observed. The assay's instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens is investigating.

Manufacturer narrative:
Siemens filed initial MDR 1219913-2025-00084 on 23-apr-2025. Siemens completed investigation for an outside of the united states (ous) customer report of an initial elevated atellica im creatine kinase mb (ckmb) result relative to a lower retest result. Reagent issues were ruled out based on review of quality control (qc) which showed recovery within acceptable ranges and no issues were reported with other patient samples. Return of the patient sample for further investigation is not warranted because discordant result was not reproducible. It was noted that the sample was serum and was poured off into a sample cup prior to retesting. Instrument log files were reviewed: and there was no evidence of a hardware issue that is impacting delivery of ckmb reagents or sample. No instrument errors were present at the time the discordant result was generated. Based on the available information, the cause of the discordant result is inconclusive, but sample integrity issue is possible as the sample was poured off prior to repeat and no reagent/instrument issues were observed. The issue was isolated to this one sample. A product issue was not identified. The customer is operational, and the reported issue is resolved by routine troubleshooting.